Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the retrieved log files confirmed low flow alarms. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient¿s death was not reportedly device related and the device operated as expected. No product was to be returned for evaluation. The retrieved system controller event log file contained relevant data from (B)(6) 2021 at 9:06:23 to (B)(6) 2021 at 10:56:02. From 9:06:23 to 9:57:39, there were intermittent low flow events captured where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), ranging from 2.0-3.0 lpm, and resulting in 103 low flow faults and 43 low flow alarms. At 9:57:40, continuous low flow events where the calculated flow was below the low flow threshold of 2.5 lpm were captured until the driveline was disconnected approximately 1-hour later. The calculated flow during the continuous low flow events decreased to as low as 0.8 lpm and resulted in 38 low flow faults and 37 low flow alarms. The driveline disconnect corresponds to the patient¿s death reported by the account. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02feb2021. Heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that low flow alarms were noted on (B)(6) 2021 and the patient was found on the floor of the hospital room. It was noted by the cardiothoracic (CT) surgeon that the driveline had been pulled 10 centimeters with the apical cuff showing. The driveline was re-sutured and bleeding was noted. The patient was started on dobutamine and phenylephrine, before coding. The chest was opened by the CT surgeon at bedside and a large amount of thrombi and bleeding was noted. Fluid resuscitation remained ongoing but unable to stop the bleeding. An hour after the flow through the pump reached 0 liters per minute (lpm), the decision was made to discontinue treatment as the patient could not be resuscitated. On (B)(6) 2021, it was reported that the patient had initially been found with their driveline wrapped around the bedrail after they attempted to get out of bed without assistance. This caused the driveline to get pulled out of the patient's abdomen. The bedside team initially went to the patient's room because they could hear low flow alarms. The patient was stabilized and responsive for 40 minutes before their mean arterial pressure (map) decreased significantly and they became unresponsive. The patient was then transferred to the intensive care unit where a bedside echocardiogram was completed. The patient was started on inotropes and was intubated. The echocardiogram failed to visualize cardiac status due to internal chest bleeding. Upon opening the patient's chest, a tear in the left ventricle was discovered. This was unable to be repaired and the patient was declared dead.